Event description:
The following has been reported: a long, loud beep sounded during the infusion. An error appeared on the screen: "error 35-0400, motor period control" reporting due to the referenced issue as a conservative measure. No adverse event reported. More information is needed to complete the investigation.